Event description:
It was reported that the patient had signs and symptoms of a driveline infection beginning on (B)(6) 2022. The site was swabbed and the cultures came back positive. The patient had brown/green drainage from the site with pain. The patient was consulted with infectious disease (ID) and was started on a round of antibiotics. The patient's driveline site continued to look infected and was re-cultured on (B)(6) 2022 and continued to show signs of infection. The patient was treated with three rounds of antibiotics and was continued to be monitored by ID. The patient's white blood cell count was not elevated therefore the patient's status could not be upgraded on the transplant list. Computerized tomography of the chest was completed to evaluate for pockets of infection which were negative. The patient was now inpatient was being treated with intravenous antibiotics with the infection still ongoing. The products will not be returned for evaluation.

Manufacturer narrative:
Related MFR: 2916596-2022-14897. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.